Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed an issue related to auxiliary drawer after identifying a hardware fault. The fse inspected the auxiliary drawer, identified that the latch spring was broken, replaced the faulty spring, and verified proper operation by testing the drawer in test mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a door failed to open. The door was reported as broken and did not open, with door 4 exhibiting repeated double clicking sounds. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.